Event description:
It was reported that the device was returned for 'sensor.' The device evaluation noted a 'force sensor test' alarm during functional testing. There was no reported patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Review of the event history log force sensor alarms. Functional testing found the test to produce a force sensor test alarm. It was determined that the defective main board was the root cause and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.